Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. The entire system was explanted in the same surgical intervention. The device system was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).